Event description:
It was reported that on (B)(6) 2024, at 10:13 am, a patient on a telemetry tm80 unit with bed ID "bed #237-2" connected to a benevision dms experienced a ventricular tachycardia (v-tach) episode. However, the unit did not generate an alarm. No patient injury was reported.

Manufacturer narrative:
Mindray field service representative verified the proper operation of the benevision dms. System logs and patient database were collected for investigation. Under investigation.

Event description:
It was reported that on (B)(6) 2024, at 10:13 am, a patient on a telemetry tm80 unit with bed ID(B)(4) connected to a benevision dms experienced a ventricular tachycardia (v-tach) episode. However, the unit did not generate an alarm. No patient injury was reported.

Manufacturer narrative:
Based on the available sample of logs, no malfunction was confirmed for any of the devices involved in the report. However, the tm80, workstation, and central station system logs from (B)(6) 2024, were overwritten, so that data cannot be used. Only audio logs from the central station were available for the time of the occurrence. It was possible to determine that at 10:11 a.m., the central station recorded a ventricular tachycardia (v-tach) alarm, and at 10:12 a.m., the alarm was artificially reset, indicating that a user recognized the alarm. In addition, the mindray clinical and service team visited the account to ensure the customer was well-trained in the benevision system.

Manufacturer narrative:
Based on the available sample of logs, no malfunction was confirmed for any of the devices involved in the report. However, the tm80, workstation, and central station system logs from (B)(6) 2024, were overwritten, so that data cannot be used. Only audio logs from the central station were available for the time of the occurrence. It was possible to determine that at 10:11 a.m., the central station recorded a ventricular tachycardia (v-tach) alarm, and at 10:12 a.m., the alarm was artificially reset, indicating that a user recognized the alarm. In addition, the (B)(6) and service team visited the account to ensure the customer was well-trained in the benevision system. Correction f.10 health effect - clinical code (e): from 4582 to 4580.

Event description:
It was reported that on (B)(6) 2024, at 10:13 am, a patient on a telemetry tm80 unit with bed ID "bed #237-2" connected to a benevision dms experienced a ventricular tachycardia (v-tach) episode. However, the unit did not generate an alarm. No patient injury was reported.